Event description:
It was reported by the plaintiff's attorney "on or about, (B)(6), 2008" the plaintiff was implicated with ams monarc subfascial sling to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff experienced "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and/or will undergo corrective surgery or surgeries." The plaintiff's attorney also alleges that the plaintiff suffered "damaged nerve endings."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.